Manufacturer narrative:
Approximate age of device- 1 year and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaints of abdominal burning type pain for the past week at the driveline area. The patient is reported to be on suppressive therapy of doxycycline 100 mg twice a day for chronic driveline infection along with chills and fever. Cultures from the driveline and blood were negative. Xray results of the chest and abdomen were negative. The patient¿s white blood count (wbc) was 17.4. On (B)(6) 2018, the patient was prescribed parenteral antibiotics via IV infusion of 1 dose of 2 gm vancomycin and 1 dose of cefepime 2 gram. On (B)(6) 2018, and additional 1 gram of vancomycin was given. Urinalysis was negative. CT and chest negative. Driveline culture grew gram positive cocci. The patient¿s wbc is down to 11. Cefepime and vancomycin were continued. On (B)(6) 2018 wound culture is positive for 1+ corynebacterium striatum and vancomycin was continued. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported on (B)(6) 2018 that the patient continues to be in constant abdominal pain and has ongoing driveline drainage. The drainage is thick and yellow, CT of chest abdomen show no acute changes or signs of infection. Infections disease consult obtained. The patient is on vancomycin, 1500 mg, 250 ml, intravenous piggyback every 24hours. Tramadol for pain control and benadryl for pruitis when necessary.